Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a staphylococcus infection at the implantable cardioverter defibrillator (ICD) system implant site. The implant site was noted to have abscess and redness around the incision. The ICD system was removed and not replaced. No further patient complications have been reported as a result of this event.